Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl with a trace of ketones; cause was due to bad insulin. Customer addressed bg level by delivering a bolus.